Manufacturer narrative:
(B)(4) - it was reported that a 10fr sheath was used during the procedure. This is inconsistent with the instructions for use, which states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catherization procedures using 5fr to 8fr sheaths.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): it was reported that a 10fr sheath was used during the procedure. This is inconsistent with the instructions for use under indications for use, which states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5fr or 6fr sheaths. Evaluation summary: the device was returned for evaluation. The suture was returned undamaged and partially exposed and the knot was unraveled. Inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. The link was detached at the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. The reported suture break while retracting the plunger could not be confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the link break at the swage end of the posterior cuff could not be determined. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide, with a 10fr sheath, after an interventional procedure. Reportedly, when retrieving the needles the suture became detached from the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.